Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of maude event report mw5078808. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an abdominal hernia repair procedure in 2013 and the mesh was implanted. After a year, the hernia recurred and the patient was having complications like bulging of the hernia and fever. No additional information was requested.